Event description:
Report received indicates that as a weight test was being conducted using a likorall over an empty swimming pool, with the lift strap extended to it's full extent, that the lift strap failed and the trolley with the weights dropped into the pool. No injuries reported.

Manufacturer narrative:
F/u report will be submitted once the motor has been returned to the MFR for analysis.